Manufacturer narrative:
No button error alarm during testing. However unit had intermittent up button response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. No moisture damage on electronic assembly during visual inspection. Unit had minor scratched lcd window, cracked case at display window corner, cracked belt clip slot, cracked reservoir tube lip and stained end cap sticker. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported that insulin pump may have been exposed to moisture due to wearing insulin pump in bra. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.